Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general body pain, fever, sore throat, numbness and asthma. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain") and alopecia ("alopecia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dyspareunia, dysmenorrhoea, menstrual disorder, weight increased, alopecia, fatigue, headache, depression, anxiety and migraine outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure successfully occluded; on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jul-2018: events- "depression, mental anguish, migraines, dysmenorrhea (cramping)" added. Concomitant condition, lab data added from pfs. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included general body pain, fever, sore throat, numbness and asthma. Concomitant products included ibuprofen, ibuprofen, paracetamol (acetaminophen), paracetamol (tylenol 8 hour) and paracetamol (tylenol) since 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), alopecia ("alopecia") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dyspareunia, dysmenorrhoea, menstrual disorder, weight increased, alopecia, fatigue, headache, depression, anxiety, migraine, nausea, genital haemorrhage, back pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received : new events abnormal bleeding (general), lower back pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included general body pain, fever, sore throat, numbness and asthma. Concomitant products included ibuprofen, ibuprofen, paracetamol (acetaminophen), paracetamol (tylenol 8 hour) and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"), 19 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), alopecia ("alopecia"), back pain ("lower back pain") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the dyspareunia, dysmenorrhoea, menstrual disorder, weight increased, alopecia, fatigue, headache, depression, anxiety, migraine, nausea, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included general body pain, fever, sore throat, numbness and asthma. Concomitant products included ibuprofen, ibuprofen, paracetamol (acetaminophen), paracetamol (tylenol 8 hour) and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), alopecia ("alopecia"), back pain ("lower back pain") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the dyspareunia, dysmenorrhoea, menstrual disorder, weight increased, alopecia, fatigue, headache, depression, anxiety, migraine, nausea, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received outcome of event " back pain and gen abnormal bleeding" were updated as recovered. Reporter information was added. Seriousness criteria removed for genital hemorrhage. New event " post procedural complication" was added. On 5-may-2020: ppf received. No new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included general body pain, fever, sore throat, numbness and asthma. Concomitant products included paracetamol (tylenol) since 2011. In january 2011, the patient had essure inserted. In january 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines"). On (B)(6)2011, the patient experienced nausea ("nausea"). In july 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain") and alopecia ("alopecia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain had resolved and the dyspareunia, dysmenorrhoea, menstrual disorder, weight increased, alopecia, fatigue, headache, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure successfully occluded; on (B)(6)2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received : event "nausea", and concomitant drug added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general body pain, fever, sore throat, numbness and asthma. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain") and alopecia ("alopecia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dyspareunia, dysmenorrhoea, menstrual disorder, weight increased, alopecia, fatigue, headache, depression, anxiety and migraine outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure successfully occluded; on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included general body pain, fever, sore throat, numbness and asthma. Concomitant products included ibuprofen, ibuprofen, paracetamol (acetaminophen), paracetamol (tylenol 8 hour) and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), alopecia ("alopecia"), back pain ("lower back pain") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 5(B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the dyspareunia, dysmenorrhoea, menstrual disorder, weight increased, alopecia, fatigue, headache, depression, anxiety, migraine, nausea, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-apr-2011: results: essure successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: ppf received outcome of event " back pain and gen abnormal bleeding" were updated as recovered. Reporter information was added. Seriousness criteria removed for genital hemorrhage. New event " post procedural complication" was added. On(B)(6) 2020: ppf received. No new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.